Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the footprint suture anchor bent and broke during insertion. The procedure was completed with a delay of 30 minutes or less using a the same device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the tip of the anchor is broken. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the raw materials found that a material certificate of analysis is required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.